Event description:
Patient additionally reported, ¿swollen lymph nodes¿. Healthcare professional also reported, a capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The reported events of "capsular contracture, baker grade unknown". And "lymphadenopathy" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.